Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as due diligence attempts have been made to obtain the status of the explanted device for return. At this time, the device status has not been provided. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted.

Event description:
It was learned from implant patient registry that a 25mm aortic valve was explanted and replaced with another 25mm valve after an implant duration of 6 years, 9 months due to deterioration. Per medical records the patient presented with significant ms and it was decided to replace both aortic bioprothesis and native mitral valve for greater longevity. Intra-op findings included a well-seated aortic valve with small amounts of leaflet deterioration. A 27mm mitral valve was implanted and laa ligation was performed concurrently. Both replacement valves were checked and no perivalvular leaks were noted. The patient tolerated the procedure well and returned to ICU in fair condition. As reported, the explanted device did not malfunction. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.